Event description:
A zoll distributor returned a charger/modem indicating that it would not charge a battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (will not charge battery) was confirmed. As received, the charger was unable to charge a battery pack. Upon evaluation, the r9 and r45 resistors were thermally damaged on the bedside board. The cause of the inability to charge a battery pack is the damaged resistors. The root cause of the damaged resistors cannot be positively identified. No adverse event resulted from the defective monitor.